Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle separation occurred before use with a syringe vet 3ml ll w/ndl 22x3/4 rb. The following information was provided by the initial reporter, "needle looks like it has been melted off. Needle itself detached from hub. Has had multiple syringe/needles like this." 2 occurrences were reported.